Manufacturer narrative:
The tubing will not be evaluated because it could not be returned. Further investigation is pending.

Event description:
The device user reported that they had a liver going on pump overnight. At 327 am est the device user sent a message stating "liver is being discarded. There was a defect in the recirculating pump line that prevented the pump from refilling the reservoir bag. That combined with a heavy bleeder prevented the liver from getting proper perfusion." The device user further described that the tubing under the liver bowl was sealed shut and since it was under the liver bowl, they could not figure out why the recirculating pump was slow. By the time the area was located, it had been a long time with an empty reservoir. It was noted that the seal took several minutes to break and the tubing was almost completely occluded as well.

Event description:
The device user reported that they had a liver going on pump overnight. At 327 am est the device user sent a message stating "liver is being discarded. There was a defect in the recirculating pump line that prevented the pump from refilling the reservoir bag. That combined with a heavy bleeder prevented the liver from getting proper perfusion." The device user further described that the tubing under the liver bowl was sealed shut and since it was under the liver bowl, they could not figure out why the recirculating pump was slow. By the time the area was located, it had been a long time with an empty reservoir. It was noted that the seal took several minutes to break and the tubing was almost completely occluded as well.

Manufacturer narrative:
The device was not available for evaluation. The production records were reviewed with no deviations identified. The supplier reviewed an image provided by the customer and found a kink in the tube, however photos of the affected tubing prior to distribution were reviewed with no kinks visible. Prior to usage of the device, each device user is provided training. During the training device users are advised to check all tubing for kinks. It is suspected that the device user did not check for and/or resolve the kink prior to using the device. As a precaution, 100% inspection of the device to identify kinked tubing prior to release begun on 17-aug-2023.